Event description:
It was reported to vyaire medical that the avea ventilator is giving flow sensor error while in use. Furthermore, there was no patient harm reported associated with this event. The flow sensor cable was replaced and/or unit replaced.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device not returned yet.